Event description:
A report was received that the patient was experiencing battery discomfort. It was also reported that the patients ipg got warm during charging and was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement and was doing well postoperatively.

Manufacturer narrative:
Sc-1200, sn: (B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was experiencing battery discomfort. It was also reported that the patients ipg got warm during charging and was having difficulty charging the ipg. Database analysis revealed no anomalies. The patient underwent an ipg replacement and was doing well postoperatively.